Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the device is broken into two pieces, separated at the shaft-handle interface. The device appears worn; the color of the handle is faded and the laser etch on the shaft is slightly faded. This failure can be attributed to the user technique where excessive force was applied on the device causing it to break. A batch record review has been conducted for this lot of 24 pieces that were manufactured in 2013 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dis-similar complaint for this lot. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the during a shoulder repair the customer's tissue liberator blade up broke in half while in the patient. The surgeon removed all the pieces and no x-rays were done. The surgeon completed the procedure with another like device with no patient consequences or delays. Additional information received by mitek complaints on (B)(6) 2015: the sales rep confirmed that the device broke where the handle meets the metal shaft.